Event description:
Thermocool smarttouch sf catheter having deflection issues and sending poor/no signals. Catheter needed to be replaced so ep (electrophysiology) study could be properly and effectively performed. Manufacturer response for catheter, biosense (per site reporter). They will replace.